Event description:
The customer called to report that she activated a new pod on the morning of (B)(6) 2013 and during the activation, she did not hear the normal click but continued to wear the pod. She ate sometime after and gave a meal bolus (exact carbohydrate and dosage not reported). Her blood glucose rose to 400 mg/dl at which she noticed dampness on the adhesive so she decided to remove the pod at that time. Her report also mentions that she heard the pod click but it was sometime much later after the activating of the pod.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to deploy or to determine its root cause. Qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that above 250 mg/dl, follow the treatment advice of your healthcare provider. It advises, "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."